Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak from the mixing chamber of the unicel dxh 800 coulter instrument. The mixing chamber was overflowing because the drain line was clogged with rubber from the blood collection tubes cap. The lab's exposure control or risk management plans are in place. Material safety data sheet (msds) was not reviewed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of exposure to mucous membrane or open wounds. No injuries occurred and medical attention was not sought. There was no report of patient samples or results being affected by the leak.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse found debris in the drain port of the mixing chamber preventing the chamber from draining. The fse flushed the drain port to remove debris. The repairs were verified per established procedures. Per labeling, bec urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Root cause for the leak is that the drain port of the mixing chamber was clogged with debris. (B)(6).